Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The catheter was patent to both infusion and aspiration. No leaks were observed throughout the tests. However the investigation is inconclusive for the reported leak issue as the distal catheter segment was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that two weeks post chronic catheter placement, allegedly noticed a leak when rinsing the thick part of a catheter next to the distal tip. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks post chronic catheter placement, fluid leak was allegedly noticed when rinsing the thick part of a catheter next to the distal tip. There was no reported patient injury.